Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided. The returned implantable pulse generator was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that this implantable pulse generator declared a code-1003 indicative of voltage too low for remaining capacity. A safe replacement interval calculation was completed. This device has been explanted and a new device implanted at the same surgical intervention. The device has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this implantable pulse generator declared a code-1003 indicative of voltage too low for remaining capacity. A safe replacement interval calculation was completed. This device has been explanted and a new device implanted at the same surgical intervention. No additional adverse patient effects were reported.